Manufacturer narrative:
As per the sales rep ,the physician deployed a 6f 7f mynx control vascular closure device per instructions with the sales rep present. After 2 minutes the device was removed, and pressure held for 5 minutes by tech. A hematoma started to form, and another 35 minutes of pressure was held until hemostasis. The patient¿s activity when the bleeding started was that the patient was bearing down. Patient was transported to post care. The hospitalization extended for to an overnight observation and sand bags were applied. The patient recovered. One and a half hours later the nurse reported a hematoma and an additional 45 minutes of pressure was held. The physician was called and ultimately the patient was transferred to hospital across the street for further tests to rule out hematoma versus pseudo aneurysm versus retro peritoneal bleed. There was reported patient injury. The surgeon or doctor did not provide medical rationale that indicates the use of the product is in no way related to the reported event. The product was stored as per labeling. The type of procedure was diagnostic peripheral, and a retrograde approach was used. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were no multiple stick attempts made before intravascular access was achieved. Hemostasis was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea). The puncture site was not below the bifurcation. There was no posterior wall puncture. The product was not returned for analysis. A product history review of lot f2130701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As per the sales rep, the physician deployed a 6f 7f mynx control vascular closure device per instructions with the sales rep present. After 2 minutes the device was removed, and pressure held for 5 minutes by tech. A hematoma started to form, and another 35 minutes of pressure was held until hemostasis. The patient¿s activity when the bleeding started was that the patient was bearing down. Patient was transported to post care. The hospitalization extended to a overnight observation and sand bags were applied. The patient recovered. One and a half hours later the nurse reported a hematoma and an additional 45 minutes of pressure was held. The physician was called and ultimately the patient was transferred to hospital across the street for further tests to rule out hematoma versus pseudo aneurysm versus retro peritoneal bleed. There was reported patient injury. The surgeon or doctor did not provide medical rationale that indicates the use of the product is in no way related to the reported event. The product was stored as per labeling. The type of procedure was diagnostic peripheral, and a retrograde approach was used. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were no multiple stick attempts made before intravascular access was achieved. Hemostasis was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea). The puncture site was not below the bifurcation. There was no posterior wall puncture. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2130701 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.